Manufacturer narrative:
The complaint of a leak was unconfirmed, since the reported incident could not be replicated. The safestep infusion set was flushed and pressurized with water, but no leaks were detected. A chr was not completed since the lot information was not provided by the complainant.

Event description:
The needle is leaking chemo. No other information provided.